Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator shock was aborted during a code. Another defibrillator was used to treat the patient. There was no adverse patient impact. We are considering this event to be a serious injury based on the report that the treatment was interrupted requiring the use of another defibrillator.

Manufacturer narrative:
It was reported to philips that the heartstart mrx defibrillator shock was aborted and the device gave an audible message to check pads connection during a code. The patient involved was found to have asystole when the device was connected to the patient at 6:33 pm. After a prolonged resuscitation, the patient never had return of spontaneous circulation (rosc). The time of death was 7:12 pm. The chief of administration & training of johnson county fire district #2, reported that the users do not believe the device behavior impacted the patient outcome. The case event summary shows the following: the device was turned on and pads were connected to the patient on (B)(6) 2017 at 6:34 pm. CPR was performed continuously. ECG lead ii was connected at 6:35 pm and the underlying rhythm was asystole. The device energy level was set in manual mode, charged to 150j, and a shock was delivered at 6:35 pm. The patient's rhythm remained asystole and CPR was resumed. There were multiple times crp was stopped to assess the rhythm. In all but one case, the energy level was selected at 200j and the device was charged but manually disarmed because the patient's rhythm was asystole. At 6:43 pm the device was charged to 200j but the device gave an audible message to check pads connection then displayed the message "shock aborted". The patient's rhythm was still asystole at this time. The users obtained another defibrillator and continued to treat the patient until the patient was declared dead. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The fse evaluated the device and found that the device passed the operational checks performed prior to and after the incident. The users reported that philips pads were used during the incident. The customer requested that the device be returned to bench for evaluation. The device was received by the philips bench repair on (B)(4) 2018. The bench repair technician was not able to reproduce the failure when performing the operational check test and found all tests passed. The bench repair technician reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was placed back in service. Philips cannot rule out a malfunction of the device at the time it was reported.